Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient's orders were not crossed. A technical support specialist dialed into the settings, and figured that the patient was not admitted to the right station. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a pyxis medstation es system patient orders were not crossed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.